Event description:
It was reported that during a hemorrhoid procedure, the gun was used to repair the prolapse and hemorrhoids. The gun was fired; however, no staples formed. The gun only cut. After the bleeding was controlled, another like device was used, and this fired correctly. The device was discarded. The procedure was prolonged by 45 minutes. Additional information has been requested but to date, no more information has been received. Should additional be received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Extensive bleeding of the patient. The bleeding was controlled at the time and there has been no further reports from the patient. A review of the manufacturing records was performed and no non conformance reports were found with the lot and batch numbers identified within this file.